Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they were not able to securely attach the tubing or clave to umbilical catheter hub. Per customer, they had previously been able to secure tubing. The customer further stated that when the line was removed, the hub of line found to be broken. There was no harm reported.

Manufacturer narrative:
The device history record (DHR) for the reported lot 2303100264 was reviewed and no anomalies related to the reported issue were observed. The reported lot number was manufactured in 2023 with thread design, however according to the review of the returned device, the hub of the returned device was a wing design. Therefore, the lot number reported by the customer doesn¿t match to the returned device. Upon device evaluation, reported issue of breakage was not observed; however, the reported condition of cannot connect to hub was observed. A corrective and preventive action has been initiated to further investigate this issue.